Manufacturer narrative:
The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms on the atrial channel which had triggered the lead safety switch (lss). Sensing and threshold measurements are stable and within normal limits. The lss reprograms the lead to unipolar configuration which is causing oversensing and inappropriate mode switches. A boston scientific sales representative performed manipulation of the lead and could not reproduce an out of range impedance value. The lss was programmed off and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this patient reported a red blinking light on her communicator and was nervous that there was something wrong with her system. The patient was asymptomatic. The patient performed a patient initiated interrogation (pii) which identified a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the stored data noted there are stored atrial and rv events due to oversensing of noise and high pacing impedance measurements on both channels. A boston scientific technical services consultant informed the caller that the minute ventilation (mv) feature should be programmed off and the device should be programmed to unipolar pacing and bipolar sensing. The caller was going to instruct the patient to come to the hospital for device interrogation and re-programming. No adverse patient effects were reported.